Event description:
It was reported that the tube on the 2800 system will not move up or down, and the table will not accept a cassette. The procedure was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Breaker relay pcb, cpu, eprom and hand control button. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.